Manufacturer narrative:
Clarification to health effect - clinical code e2402: captures the reported event of "hardening". A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: pain; hardening

Event description:
Patient's representative reported "rotation of device discovered". Later healthcare professional reported "hardening and pain". This record is for the right side. Device was explanted.